Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. The insulin pump was received missing end cap sticker. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners and case at reservoir tube corners. The insulin pump was received with broken battery tube threads.

Event description:
The customer reported via phone call that the keypad was working intermittently. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.